Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. Boston scientific technical services (ts) reviewed normal shock impedances and noticed that the rv variable measured low at 1 to 1.7 millivolts. Additional information was received indicating that the field representative plan would be to test shock impedance, if shock impedance is stable consider replacing pace/sense portion and retaining high voltage pins. Subsequently, this lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.